Event description:
Patient underwent uneventful ilasik on (B)(6) 2012. At 1 day post op (B)(6) 2012, visual acuity sans corrected (vasc) was 20/50 on right eye (od) and 20/20 on left eye (os). Slit lamp evaluation (sle) noted striae od. Patient brought back to laser suite for lift and smooth od. On (B)(6) 2012 post op, slit lamp evaluation (sle) indicated a smooth flap od. Vasc 20/20 od and 20/20 os.

Manufacturer narrative:
(B)(4). Conclusion - the equipment was not evaluated after the treatment date which occurred on (B)(6) 2012. The initial procedure was uneventful. The clinic reported this event only and did not request field service or clinical support.